Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2005. Reportedly, during the last follow-up, the battery impedance was measured at 7.5 kohms, with a magnet rate at 90 min-1. The estimated residual longevity was 8 months. However, during the follow-up performed on (B)(6) 2021, the pacemaker could not be interrogated. As a result, the device was explanted on (B)(6) 2021. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.

Event description:
The pacemaker was implanted on (B)(6) 2005. Reportedly, during the last follow-up, the battery impedance was measured at 7.5 kohms, with a magnet rate at 90 min-1. The estimated residual longevity was 8 months. However, during the follow-up performed on (B)(6) 2021, the pacemaker could not be interrogated. As a result, the device was explanted on (B)(6) 2021. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.